Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (date of procedure unknown). According to the complainant, the patient experienced dyspareunia, bloating, and incontinence (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.